Manufacturer narrative:
The disposable circuit was discarded at the hospital; therefore a manufacturer laboratory investigation of the product is not possible. A review for similar complaints was performed. No similar incident was found for clotting on the centrifugal pump in hls set. A DHR review of the product in question is not possible as the circuit was discarded and therefore the centrifugal pump details are not available. Clotting is a known phenomenon. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the hls set in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the centrifugal pump which is registered under 510(k): k102726.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was disposed of by the facility. If additional information becomes available a follow-up medwatch will be submitted. The concerned component is the rotaflow centrifugal pump. 510(k): k080470.

Event description:
It was reported that flow performance was inconsistent (pressures and flows). It was determined that a circuit change was required. Upon circuit change, clot was observed in the centrifugal cone possibly hemolyzing the patient blood. Circuit was not retained. The set was replaced during treatment. (B)(4).